Event description:
It was reported that there was a communication problem. It was noted that they were attempting to recharge the patient; the patient was sitting up and kept getting the no communication, there were no error messages. It was noted that the recharger was fully charged. Patient did not have a patient programmer. It was noted that the patient checked and recharged daily. The patient had a problem one time the week prior to the date of this report and was seen by the healthcare professional. The healthcare professional checked the recharger and stated it was fine. Patient had bilateral implants and was having the same issue on both sides. It was later reported that an implantable neurostimulator (ins) overdischarge was suspected. Healthcare professional was unable to communicate with the clinician programmer. On (B)(6) 2014 the manufacturing representative was unable to communicate with the recharger, patient programmer and clinician programmer. It was noted that the patient's nursing staff said they were charging the device. It was noted that recharge data was inconclusive but noted the staff was not getting any coupling bars and the ins batteries were very low. It was further noted that over the past 6 charges a total of 10 to 15 minutes was seen for charging time on each charger. The patient was not showing any return of symptoms. Both implants showed a power on reset (por) screen with the clinician programmer. The patient was doing well and was almost 100% charged with both inss on (B)(6) 2014. It was noted that the por error code was something like "0x8." Additional information received reported that the manufacturing representative had gone out and done some troubleshooting. The issue was resolved. Additional information received reported to resolve the issue the devices were recharged. Patient's staff was trained and demonstrated ability to recharge the patient. No diagnostics were performed. No malfunctions were seen or cause of issue determined. No interventions were needed. Patient outcome was the patient was doing well, the staff was trained and they were able to recharge normally and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# unknown, product type: implantable neurostimulator. Product ID: 37612, serial# unknown, product type: implantable neurostimulator. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0437135v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0437135v, implanted: (B)(6)2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (b)6) 2004, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64001, lot# n244796, implanted: (B)(6)2011, product type: adapter. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).